Event description:
Per the surgeon, the patient experienced an electrode tip fold-over. The device was re-positioned on (B)(6) 2023. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on april 24, 2023.